Manufacturer narrative:
Additional information: b.5 event updated. H.6 health effect - clinical code, health effect - impact code updated correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was received on 11/6/203: this occurred on the back table during the procedure. The first fiberloop needle used was part number ar-7234. Two more ar-7234 fiberloop needles were opened, but the nitinol loop on the needles broke. The ar-1588tnt2 fibertag tightrope ii abs needle broke off the suture on the tibial side during the first pass. The case was delayed about forty-five minutes, but no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/16/2023, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii needle fell off the fibertag on the first pass through the tendon. Another ar-1588rtt2-ib fibertag tightrope ii was opened, and on the third pass, the needle fell off again. A fiberloop needle was opened but the sutures from the tighrope would not fit in the needle. Two needles were broken this way until the surgeon finished the stitching on the femoral side. On the tibial side, the needle broke off the suture during the first pass through the fibertape. Three additional fiberloops were opened to complete the stitching. This was discovered during a quad tendon acl procedure on (B)(6) 2023. Additional information was requested.